Manufacturer narrative:
The samples were collected in bd lithium heparin tubes with gel. Per the customer supplied weekly maintenance log, the system was up to date on maintenance and all system checks were passing within published specifications. The customer's qc charts indicated qc has been within the established mean for the last 30 days. A field service engineer (fse) was dispatched on (B)(6) 2010. The fse performed a high sensitivity (hs) system check and all hardware verifications which all passed within the published specifications. No issues were noted.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining repeatable elevated troponin (accu tni) results within the risk stratification range on two samples from the same patient that were generated by the access immunoassay system. The samples were retested using an alternate methodology that agreed with the accu tni results. The patient was transported to an alternate facility 4 hours away that uses a different methodology, which did not agree with the original accu tni results and results were questioned. The patient underwent an echocardiogram with "normal" results.